Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the pressure control switch was damaged. As the pressure switch was damaged, this caused the generator safety valve to open resulting in the report event. While onsite the technician replaced both the pressure control switch and safety valve, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water, and steam were leaking from their amsco 600 sterilizer onto the floor. No report of injury.